Manufacturer narrative:
Summarized patient outcomes/complications of triclip procedures were reported in a research article titled "artificial intelligence-analyzed computed tomography in patients undergoing transcatheter tricuspid valve repair" in a subject population with multiple co-morbidities including atrial fibrillation, heart failure, and chronic kidney disease. Some of the complications reported were heart failure and hospitalization. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on all available information, a cause for the reported heart failure could not be conclusively determined. It is possible that worsening patient condition contributed to this. However, this cannot be confirmed. The reported hospitalizations were likely the results of case-specific circumstances, as patients were likely hospitalized for treatment. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Literature attachment: article title "artificial intelligence-analyzed computed tomography in patients undergoing transcatheter tricuspid valve repair".

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: article title "artificial intelligence-analyzed computed tomography in patients undergoing transcatheter tricuspid valve repair".

Event description:
The article "artificial intelligence-analyzed computed tomography in patients undergoing transcatheter tricuspid valve repair" was reviewed. The article presented a retrospective single center study, to evaluate baseline right ventricular (rv) function derived from 3 dimensional analyses has been demonstrated to be predictive in patients undergoing transcatheter tricuspid valve repair (ttvr). The complex nature of these cumbersome analyses makes patient selection based on established imaging methods challenging. Artificial intelligence (ai)-driven computed tomography (CT) segmentation of the rv might serve as a fast and predictive tool for evaluating patients prior to ttvr. Devices mentioned include triclip. The article concluded that derived rvef and dysfunctional rv were predictors for death and hospitalization after ttvr. Ai-facilitated CT analysis serves as an inter- and intra-observer independent and time-effective tool which may thus aid in optimizing patient selection prior to ttvr in clinical routine and in trials. [The primary author and corresponding author was johannes kirchner at herz- und diabeteszentrum nrw institution]. The time frame of the study was may 2020 to november 2022. A total of 100 patients were included in this study, of which 22 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. (B)(4), unk triclip peri- and post-procedural complications included heart failure, prolonged hospitalization